Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulation was shutting off intermittently. It was noted that intermittent stimulation occurred. No patient symptoms were reported. Additional information received reported that the patient would be seen for follow up and troubleshooting on (B)(6) 2014. Additional information received reported that the patient¿s group a had program 2 that was not set by the patient for adaptive stimulation settings. It was noted that the patient had only worked on program 1, thus positionally she was feeling as if the stimulation ¿shut off.¿ it was noted that this never occurred with group b. All impedance measurements appeared to be within range.

Manufacturer narrative:
(B)(4).